Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00414 on 14-oct-2020. Additional information (23-oct-2020): siemens reviewed the information provided and system files. It was determined that a jam in the cuvetteloader occurred, and the test scheduled for sample 350445 was canceled because cuvettes were not available for processing. Siemens determined that the atellica sample handler prime performed as specified and identified no product issue. The customer has restarted the process control computer (pcc) and resolved the issue. The system is performing within specifications. No further evaluation of the device was required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that the delay was 1-2 hours. Siemens is investigating the event.

Event description:
The customer noted that pucks on the atellica sample handler prime stopped moving without error, while the atellica module was in the ready or the processing state. On the following morning ((B)(6) 2020), between 7:30 a.m. And 8:00 a.m., the customer restarted the atellica and noted it was in the ready state. The customer loaded a stat sample on a puck on the atellica sample handler prime, and the puck stopped at the default waiting queue (dwq). The customer noted that the stat sample did not process and that other samples loaded through the sample handler connect (shc) were not processed and remained on the dwq. The customer performed troubleshooting, restarted the process control computer (pcc), and resolved the issue. There are no reports of patient intervention or adverse health consequences due to the delay in stat testing and reporting results.